Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 2.0 mg/ml at 0.5136 mg/day and bupivacaine 8.0 mg/ml at 2.0544 mg/day. The indications for use were non-malignant pain and failed back surgery syndrome. The patient heard the alarm for eri (electronic replacement indicator) but did not contact the hcp until he started having withdrawal-type symptoms on the morning of (B)(6) 2015 approximately 3 hours after end of service (eos) occurred. The onset of the symptoms was sudden. The patient was admitted to the local emergency room, and they were going to try to start managing his symptoms and pain orally until they could get the pump replaced. Additional information has been requested regarding troubleshooting performed, actions/interventions, the cause of the symptoms, the date of the eri alarm, and the outcome. If additional information becomes available, the event will be updated.

Event description:
Additional information later received reported that the patient experienced withdrawal from opiods. Troubleshooting included the pump interrogated and determined that alarm went off so many times it "decharged battery". The interventions/actions were reported as "pump shut down". The cause of the symptoms were frequent alarm ignored by patient caused battery to fail. The pump turned off and the system will be removed. Additionally it was noted that (B)(6) 2015 the patient admitted for withdrawals and the pump alarm started (B)(6) 2015.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was removed. The last refill was on (B)(6) 2015. At that point, the pump was "alarming occasional", but no alarms were recorded in the logs. The only documented alarm was from (B)(6) 2015. No further information was provided.